Event description:
A report was received that the patient is having to frequently charge their implant. The physician has recommended an ipg replacement surgery.

Event description:
A report was received that the patient is having to frequently charge their implant. The physician has recommended an ipg replacement surgery.

Manufacturer narrative:
Additional information indicated that the patient is recovering from back surgery and will schedule the explant re-implant on a later date. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient is having to frequently charge their implant. The physician has recommended an ipg replacement surgery.

Manufacturer narrative:
Additional information was received that the lead displayed high impedances during surgery and the physician cut it and left it implanted. Reprogramming was completed using the remaining lead. Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4) & (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet. Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The device profile indicates that the battery depletion rate changed dramatically at some point prior to the explant. The device sleep current was out of the expected range. The impedance measurements were out of the specified range as well. Such symptoms are the characteristics of analog ic damage due to high-voltage transients. The source of the damage could not be determined. Electrocautery was used during a non device related spinal fusion. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).